Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. The customer's pump was out of warranty, and they reverted to an alternate method of insulin therapy.